Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that this patient presented to the ER with asystole. The patient is 100% dependent. The patient said she was having seizures during the episodes of asystole. There was one episode of 8 seconds of pacing inhibition.